Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valves 2 and 3. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new valves 2 and 3 installed and undergo all necessary functional testing.

Manufacturer narrative:
Section d updated to match gudid.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: unit experiences pump problem alarms due to ipc valve connection test failures and pos valve connection test failures while trying to complete overnight infusions at 180 ml/hr. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 2) and pneumatic valve actuation failure (valve 3). An active infusion did not stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.